Event description:
Alleged event: the stapler was jamming during use. The pt's condition is reported as fine.

Manufacturer narrative:
The device history review for the product visistat 35r 6/box, lot number 01h1300245, investigation did not show issues related to complaint. The MFR will continue to monitor and trend similar complaints.